Event description:
It was reported that during a lobectomy procedure, the device did not staple. An endocutter device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results showed that one device arrived with the anvil pilot broken and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspection via automated vision system takes place during manufacturing to ensure that all staples are present prior to shipment, in addition 100% visual inspection takes place at the staple maker loader operation. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.